Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Review of the pump data showed the battery depleted 50% within 24 hours. Customer reported blood glucose level was 178 (mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received.